Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having no improvement on symptoms since implant and that they saw the nurse yesterday and the nurse increased the stimulation a little bit but the symptoms were worse since. Patient reported they had no control during the day at all as they went through 3 pairs of clothes and before lunch. Patient mentioned last night they accidentally took a double dose of a medication but they were starting to take the medicine the right way now. Patient stated they were supposed to wait 3-4 weeks to see the doctor again but they didn't feel it was high enough as they recall they were on 12 during the trial and they were now on 0.9. Patient said that someone from manufacturer called them and told them the therapy was off. Patient does not recall who called them, but their physician's assistant (pa) at the office made sure to increase the stimulation. Patient confirmed they felt the stimulation before the adjustment and then they felt it stronger, so the pa decreased it a bit. Patient was told by their pa to not make adjustments until they see them in a month. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they were not trained before the procedure and they would like to get the right information, so they have clear expectations about how to use the equipment and what to expect from the therapy.

Event description:
Additional information was received from the patient. They reported that still would wake up 3-4 times at night to go to the bathroom and was exhausted by the end of the day and often had to get up earlier and didn't sleep 10-11 hours. Patient said that before had no urge during the day when was sitting down and when stood up it was terrible and couldn't make it to the restroom. Patient said that the daytime symptoms have improved however would like decrease the number of times they get up during the night. Patient said that at night depending on their posture they would feel the stimulation stronger at times. Patient said that when their bones were cold and it was rainy, the patient felt the stimulation more than normally when they got into bed. Reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. Patient asked for review of communicator lights as said didn't receive any manuals and has an appointment to see managing physician tomorrow. Reviewed meaning of lights. Patient handbook reordered and emailed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.